Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold with exit block on the lv tip to rv coil and lv tip to lv ring configurations, along with high pacing impedance. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture at the first ri b/clavicle location while in vivo. Information is provided in the future, a supplemental report will be issued.